Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified perineal artery. A 3.00x38mm promus premier¿ stent delivery system (sds) was selected to treat the lesion. The sds was advanced over a v14 guide wire; however, the physician was unable to advance the sds too far forward as it became ¿stuck¿ to the wire. The physician wet the promus premier¿ catheter down, pulled and finally peeled back the sds from the guide wire. The promus premier¿ sds was removed while the v14 remained in place. The procedure was completed with the deployment of another 3.00x38mm promus premier¿ stent and the same v14 guide wire. No patient complications were reported and the patient's status was fine.